Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized with bradycardia and weakness. During a follow up in clinic, post paced t-wave oversensing (pptwos) was noted on the device during the left ventricle capture test. The bradycardia was suspected to be due to pptwos. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.